Event description:
The generator was received by the manufacturer for product analysis. The device output signal was monitored for more than 24 hours in a simulated body temperature environment and results showed no signs of variation in the pulse generator's output signal. Additionally, the generator provided the expected level of output current for the entire monitoring period and diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient could be having an increase in seizure frequency. The patient's generator was replaced prophylactically, and the generator battery was reported to have 11-25% capacity remaining. The explanted generator has not been received by the manufacturer for product analysis to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.